Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a roux-en-y procedure, the needle prematurely disengaged from the jaw of the instrument. The needle fell into the patients abdomen. The surgeon retrieved it with a laparoscopic hand instrument. The account opened another device to finish the procedure. The device was used in the patient but there was no patient injury or hazard. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. There is no available product information on the reload used as it was disposed of by the account.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was received. The visual inspection of the suturing device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. The visual inspection of the needle noted no witness marks. A pmv needle was loaded onto the suturing device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.